Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was using cold insulin during the load process of the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made to gather additional information regarding the issue, however the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned